Event description:
The company was informed that the patient's device was explanted. Advanced bionics is in the process of gathering more information; once more information is available, a supplemental report will be submitted.